Manufacturer narrative:
The artix thin-walled sheath (artix sheath) was returned to the manufacturer and evaluated. Visual inspection of the artix sheath confirmed the sheath shaft had separated and the inner coil was exposed and unraveling. Additionally, kinks on the distal end were observed, likely caused by the surgical removal of the sheath. Corrective action was opened to further investigate and determine potential root cause. Additional surgical intervention is listed in the device labeling as a potential complication/adverse event. Manufacturer reference: (B)(4)/medwatch mw5163226.

Event description:
On (B)(6) 2024, a patient underwent right lower extremity bypass thrombectomy using inari devices. The patient had a history of peripheral artery disease and had preexisting coronary artery bypass grafts in the right common femoral and right posterior tibial arteries. During the thrombectomy, some resistance was felt when the artix thin-walled sheath (artix sheath) was inserted and placed proximal to the clot in the anastomosis. Three passes were completed with the artix mechanical thrombectomy catheter (mt) and then the artix sheath was advanced. The artix sheath could not move further with the artix covered funnel catheter (funnel catheter) and dilator; therefore, the funnel catheter was removed and the artix sheath was advanced over the sheath dilator. The artix sheath had to be forcefully pushed in order to advance into the mid-femoral vein and the graft. No issues were noted deploying the funnel once the artix sheath was in place. Two additional passes were completed with the mt. A small amount of clot remaining was observed at the opening of the anastomosis; however it was compressed behind the stenosis, where it was unable to be dislodged. The artix sheath was advanced to resheath the funnel without issue. Resistance was felt when the artix sheath and funnel catheter were being removed from the patient. The artix sheath broke and started to unravel when attempting to remove the system. The patient was then transferred to vascular surgery to remove the unraveled artix sheath. Upon exposing the vessel, notable tight scarring and anastomosis on both sides was observed. During the procedure, the surgeon encountered resistance while advancing the forceps into the graft and additional unraveling at the hub was observed. Everything was successfully removed from the patient. Post procedure, the patient had full flow restored.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The device labeling includes the following warning statements: "avoid using excessive force to advance the artix sheath against resistance. If excessive resistance occurs, retract, and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." "Never advance or torque the artix sheath against resistance without careful assessment of cause of resistance using fluoroscopy." "Do not use device if device is damaged during use." The device labeling includes the following precaution: "use caution when manipulating or advancing the artix sheath through a stent or graft." Manufacturer reference: (B)(4) medwatch mw5163226.